Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation lab for further evaluation. The external and internal aspects of the device were inspected, and the manufacturer observed there were no signs of contamination in the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no presence of degraded sound abatement foam in the device.